Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 3 years and 10 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was unable to tolerate coumadin for several years due to recurrent gastrointestinal bleeding events. Recently (date not specified), the patient had a small bowel enteroscopy with treatment of arteriovenous malformations. It was reported that the patient subsequently had a recent tolerance of IV anticoagulant without gastrointestinal bleeding. No additional information was provided.

Manufacturer narrative:
A correlation between the device and the reported event could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.